Manufacturer narrative:
Batch review performed on 01 july 2019: lot 163059: (B)(4) items manufactured and released on 04-aug-2016. Expiration date: 19-07-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, three weeks after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.